Event description:
Reporter alleged obtaining a discrepant blood glucose result of 346 mg/dl back to back with a result of 46 mg/dl on the aviva system, when testing was performed within 10 mins. Reporter indicated that he took 17 units of humalog based on the 346 mg/dl reading, and forgot to eat his snack as he normally does. Reporter stated he passed out after the 46 mg/dl result was obtained. Reporter stated the emts were called, they obtained a result of 43 mg/dl, and they gave an IV of saline and glucose gel. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.